Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a pelvic floor repair procedure. The patient experienced a midline mesh extrusion. The mesh extrusion was excised and oversewn. Further information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The procedure was a prolapse anterior repair. The patient started to experience symptoms on (B)(6) 2013. It was reported that the patient experienced a bit more blood loss during the procedure. The current status of the patient is fine and fully recovered. (B)(4).